Event description:
It was reported that during the procedure, the fiber was broken. The procedure was completed with another of the same device. There was no report of patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found that the fiber was broken into two pieces. Microscope inspection found that the connector had an internal connector fracture with burn marks on the face, tip was degraded and there was no light exiting the connector face which results in an internal connector fracture. Functional test indicated that the console showed that the applicator had been used seven times with no aiming beam. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on the information available, the investigation conclusion code assigned was cause traced to component failure, indicating an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the fiber was broken. The procedure was completed with another of the same device. There was no report of patient complications.